Manufacturer narrative:
(B)(4). The device was not returned. (B)(4) patient was brought back and no further intervention to address the leak. Additional information received: what type of anastomosis was created? End to side. Which stapling technique was used? N/a. Which purse-string suture technique was used? Suture. What other devices were used for transecting and/or closing ostomies? Proximal tlc75, distal cs40b. Was there a recent conversion to ees devices in this account or with this surgeon? No. Who fired the device? Surgeon. Has the person firing been trained on how to use the ees circular device? Yes. Has the o.r. Staff been trained in preparing the ees circular device? Yes. How was it confirmed that the anvil was secured to the trocar? Click visual. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? All. Was more than one firing stroke required to hear the crunch? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? 1.0 all the way down. Did the red safety remain engaged until firing? Yes. Were any unexpected noises heard? No. When during the firing stroke was the noise heard? Yes. Did firing handle/trigger return to its original (pre-fired) position without intervention? Yes. Was the breakaway washer completely cut through? Yes. What did the tissue donuts look like? Good thick. Was the safety reset before removal attempted? Yes. Was leak performed intra op? Yes and sigmoidoscopy. Where was the leak (anastomotic ring, anastomotic ring-transection line interface, ostomy, etc.)? Staple line unknown. How was the post op leak addressed? Patient was brought back no further intervention to address the leak. Patient information: what was the indication for surgery? Post cancer, stricture, polyps. Did the patient have pre-existing conditions that could have impacted the patients health/surgical outcome? Yes. Has the patient undergone any radiation or chemo therapy? Dont know. Were there any comorbidity concerns (diabetes, crohns, auto-immune disorders, coagulation issues, etc.)? Don't know. What is the patients present condition? Recovered. Is a pathology specimen available? No.

Event description:
It was reported that during a lap total colectomy with 'ileo recall' anastomosis procedure, there was a post op leak. The patient was returned for post op leak, after sigmoidoscopy/laparoscopy very small leak with bubbles detected. No action on part of surgeon. Device was discarded.